Manufacturer narrative:
(B)(4). A needle-suture piece of product code sxpp1b104 was received for analysis. During the visual inspection of the needle-suture piece, the swage and attachment area were noted to be as expected and marks were observed on the body needle that appears to be by the use of a surgical instrument. The sample returned was examined and the end of the suture was found to be cut. A functional test was performed and the tensile force were above the minimum requirements. The manufacturing records were reviewed, and the manufacturing packaging criteria were met prior to the release of this batch. Due to the sample condition, the assignable cause of breakage suture suggests an improper handling of the sample. An empty opened foil and a dispensed needle-suture of product code sxpp1b104, lot mlq904 were received for analysis. During the visual inspection of the opened sample, the swage and attachment area were as expected. The suture was examined along strand and no defects, damage or breakage suture were noted. A functional test was performed on the sample and the tensile force and pull force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the sample received, no breakage suture was observed, and the tested sample meet the finished goods requirements. An unopened sample of product code sxpp1b104, lot mlq904 was received for analysis. During the visual inspection of the sample, no defects were observed on the packet. The sample was opened, and the swage and attachment area were noted to be as expected. The suture was examined along of strand and no defects or damaged were noted. A functional test was performed on the sample and the tensile force met the requirements. The manufacturing records were reviewed, and the manufacturing/packaging criteria were met prior to the release of this batch. Per the condition of the representative sample, no breakage suture was observed, and the tested sample meet the finished goods requirements.

Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. A manufacturing record review was performed for the finished device batch mlq904, sxpp1b104 and no non-conformances were identified.

Event description:
It was reported that the patient underwent an unknown orthopedic procedure on (B)(6) 2019 and barbed suture was used. The suture broke when holding the needle-suture. No additional information was provided. There were no adverse consequences to the patient.